Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: the material was opened by the surgical instrumentation during the implantation of the endoprosthesis. The same one verified the none passage of the guide and the occlusion of the serum. The distal part of the prosthesis catheter was occluded. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 27sep2017: "the guidewire did not advance through the delivery device of the endoprosthesis."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information states, that it was not possible to introduce the introduction system over the wire guide or flush the introduction system. The product was not returned and the images did not show any deviation, why it was not possible to determine an exact root cause of the reported event. However, review of complaint history shows that some complaints regarding products manufactured before 26sep2015 confirmed the presence of material inside the cannula. This material is most likely glue added during manufacturing. This has been found to occlude the device at earlier instances. Internal actions was initiated to notify production. This device was manufactured before 26sep2015. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.